Event description:
Caller reported cgm error 42 related to their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not reappear, and the caller successfully started their sensor session.